Event description:
It was reported that an asymptomatic patient had episodes of non-sustained lead noise due to post-paced t-wave oversensing. Programming changes and dft were suggested. No further information is available.

Manufacturer narrative:
(B)(4).